Manufacturer narrative:
H11: h11: the event history log was reviewed which showed the drug fentanyl was selected on 3/6/2025 with initial parameters; concentration of 1,000 mcg in 100 ml, rate of 100 mcg/hour, volume to be infused (vtbi) of 90 ml as reported. Using these parameters the rate can be calculated to 10 ml/hour also as reported. No infusions with these exact parameters occur on the event date of 03/08/2025, therefore, this is likely the infusion reported by the customer. This infusion was initiated by the user at 05:41. At 05:42:05 a downstream occlusion (dso) occurs and is cleared, and the infusion was restarted by the user. At 05:42:45 an upstream occlusion alarm occurred and was cleared. The door was opened and reclosed and pumping resumed at 05:43. A dose rate change was prompted at 05:58 to 125 mcg/hour (12.5 ml/hour) and again at 09:38 to 150 mcg/hour (15 ml/hour). A bolus was initiated at 09:43 of 50mcg for one minute, after which a downstream occlusion immediately occurs. The alarm was cleared and the bolus completed. A dose rate change was prompted at 10:17 and confirmed for 175 mcg/hour (17.5 ml/hour). An upstream occlusion alarm occurred at 11:48, was cleared. The tubing was reloaded (presumably for reported line inspection) and pumping restarted at 11:49 before a downstream occlusion alarm occurred. The alarm was cleared, and pumping was restarted with flow check confirmed by the user. A dose change was prompted at 11:50 and confirmed at 200 mcg/hour (20 ml/hour). The infusion completed at 11:50:47 and the pump initiated keep vein open (kvo) before the infusion was terminated by the user at 11:50:51. No alarms were left unaddressed for an extended period. The downstream and upstream occlusion alarms would interrupt therapy and could cause the clinician to think the device under-infused. Furthermore, the dso events would not account for the total volume observed to be remaining in the bag (50ml). No vtbi is entered as 90ml for the day of the incident (3/8/2025), assumed vtbi is 95ml at 14:30. Assuming all dso events were hard/fully clamped occlusions, all 5 dso events would have only have accounted for a maximum of 18.1 ml (10ml for the first event +8.1 ml for the sum of the repeated events) with the high occlusion setting (syrs-181), which is only 36% of the claimed 50ml still remaining in the bag. Approximately one hour after the dso events, the logfile also showed that the user inserted the slide clamp into the pump while the infusion was running resulting in a slide clamp detected alarm and door open while pump running alarm instead of pressing the power key to stop the pump first. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. The event occurred in the medical-surgical intensive care unit (msicu) during a fentanyl (1000mcg/ml; programmed 10ml/hour; with a volume to be infused [vtbi] of 90ml) infusion; which was being delivered for ventilation synchronously. Multiple boluses were provided and the rate was increased; however, the patient did not seem to be ¿responding appropriately¿. After inspection of the patient lines, catheters, and pump, it was discovered that the fentanyl bag volume was more than what the pump indicated (pump stated 9ml left, approximately 50ml remained in the bag). The infusion was completed once the vtbi was increased and the tubing removed from the pump and replaced in the pump. After one hour the patient was ¿well sedated.¿ no further information was available at the time of this report.

Manufacturer narrative:
H11: furthermore, in the event history log review, confirmed "set re-load" occurring 2 days prior to the reported event, leading to a conclusion that misloading of the set could not be ruled out. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.